Event description:
Reference number 1(B)(4). Event occurred in canada. On 19-aug-2024, it was reported that the patient faced that there was a blockage at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.